Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 they experienced a blood glucose of 360mg/dl with vomiting, and large ketones, associated an alleged loss of prime issue. Reportedly, the patient was hospitalized and treated by their healthcare provider with insulin via injection, and intravenous fluids. The patient remained hospitalized at the time of the complaint. During troubleshooting with customer technical support, it was revealed that the loss of prime issue occurred two or more times. The cartridges were being used for longer than two to three days. The patient was educated on loss of prime warnings and cartridge use per instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.